Manufacturer narrative:
Fiber broken. We are unaware about operator injury.

Event description:
Optical fiber had a failure that did not allow its use anymore. No adverse effects to patient were reported.